Event description:
It was reported that the patient with this pacemaker and right ventricular (rv) lead experienced symptoms of dizziness. The patient was therefore fitted with a holter monitor. Per the physician, the holter monitor report showed atrial fibrillation (af) with periods of asystole of up to six seconds. Pocket manipulation was performed which confirmed periods of asystole of greater than two seconds. It was unable to be determined if the pauses were due to loss of capture or oversensing with pacing inhibition. The device was explanted, and the lead was surgically abandoned. Both were replaced. No additional adverse patient effects were reported. This device has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this pacemaker and right ventricular (rv) lead experienced symptoms of dizziness. The patient was therefore fitted with a holter monitor. Per the physician, the holter monitor report showed atrial fibrillation (af) with periods of asystole of up to six seconds. Pocket manipulation was performed which confirmed periods of asystole of greater than two seconds. It was unable to be determined if the pauses were due to loss of capture or oversensing with pacing inhibition. The device was explanted, and the lead was surgically abandoned. Both were replaced. No additional adverse patient effects were reported. This device has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.